Event description:
Approximately 1.5 hours into a cardiac surgery, the aestiva ventilator alarmed and stopped ventilating. Repeated attempts were made to restart the ventilator, but failed. While hand-ventilating the patient, the entire anesthesia machine was replaced and the case proceeded without incident.upon checking the machine the following day, the unit gave a "invalid circuit module" alarm on startup. The circuit module was replaced, but the alarm persisted. Closer examination showed the circuit module detector board was contaminated with some kind of fluid and corrosion was present around one of the sensors, apparently causing a false alarm. There was evidence of spilled solution in the area around the affected board. It is our opinion that this unit is not adequately protected against fluid ingress. There is another circuit board below this, the sensor interface board, which we have seen spills reach in the past. It is not known if the solution leaked from a bag or line or if it is cleaning solution.